Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular, false positive occurred for candida tropicalis occurred. Six bottles were positive for enterobacteria and candida tropicalis. However candida did not grow on gram. The following information was provided by the initial reporter: 6 incidents of fp on biofire testing. Bottles give a positive result for an enterobacteria and candida tropicalis. Candida was not detected on gram stain nor in culture. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details molecular false positive results for c. Tropicalis.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) molecular false positive occurred for candida tropicalis occurred. Six bottles were positive for enterobacteria and candida tropicalis. However candida did not grow on gram. The following information was provided by the initial reporter: 6 incidents of fp on biofire testing. Bottles give a positive result for an enterobacteria and candida tropicalis. Candida was not detected on gram stain nor in culture. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details molecular false positive results for c. Tropicalis.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442021. Batch no.: 3130611. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating (B)(6) 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.